Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt involvement.

Manufacturer narrative:
The customer has elected not to return the device for evaluation however, did reveal the reported failure of no audio was isolated to a faulty speaker assembly. The customer has elected to order a replacement part for in house repair. Info has been added to the database for trending purposes.